Manufacturer narrative:
Follow-up # 1 ¿ (05/30/2015).the patient¿s meter has been returned on 5/14/2015 and evaluated by lifescan product analysis on 5/18/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, a reporter (nurse) for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch vita meter read inaccurately compared to feelings /normal results. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged product issue began on (B)(6) 2015. The patient manages their diabetes with a combination of insulin and oral medications. The reporter alleged that the patient had adjusted her medication based on results she obtained. The reporter alleged that on an unknown time on (B)(6) 2015, the patient obtained a blood glucose result of ¿60mg/dl¿ and reported on an unspecified time after the alleged product issue began that she developed symptoms of ¿sweating, shaking and dizziness¿. It is unclear what, if any treatment the patient received. The reporter stated that on (B)(6) 2015 she also obtained readings 309 and 205mg/dl on the subject meter respectively. At the time of troubleshooting the csr noted that the test strips had expired or were open beyond their discard date. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate readings on the subject meter, altered her medications based on the alleged results, and reportedly experienced symptoms suggestive of an acute diabetes complication after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.